Event description:
It was reported that during a percutaneous coronary intervention, a gauge issue occurred. The encore inflation device was being used with an unspecified device. Positive pressure was applied; however, the gauge showed no pressure value. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information form that review, a supplemental medwatch will be filled. The most probable root cause is considered handling damage as the event occured prior to patient contact. (B)(4).